Event description:
The manufacturer received the product for evaluation with no documented reason for device explant or return. Upon further investigation in the company device registration system, it was learned that the patient had expired in 2004. The patient's hcp had no further information on the patient cause of death and no additional information was provided for this report. A patient death certificate has been requested by the manufacturer.